Event description:
It was reported that the communication was not able to be established with the patients ipg thereby causing a loss of stimulation. Attempts to reestablish communication were made but were not successful. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well postoperatively.

Manufacturer narrative:
The returned device was analyzed and no anomalies were found.

Event description:
It was reported that the communication was not able to be established with the patients ipg thereby causing a loss of stimulation. Attempts to reestablish communication were made but were not successful. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well postoperatively. The device is in route to boston scientific.